Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their device is for bowel and it has not been working for about six months; they've had a return of bowel symptoms. Prior to today's call, the patient got it up to "450 and it is still not working, but the tingling goes down to the toes." They said the healthcare provider (hcp) was going to have a manufacture representative (rep) call them, but they haven't heard from anyone. The patient noted that they shut it off until they go see their hcp. As a result of what was reported, an email was sent to the field notifying them of the situation. It can be noted that the patient has had a return of symptoms about six months ago. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter. When asked what was the cause of the device not working and tingling in the toes issue, the patient said it was not known. They went on saying the tingling was when they had the power up to "450" trying to get it to work. They felt like the device placement of the stimulator had moved. The actions/interventions taken to resolve the device not working/tingling in toes issue was they changed channels and turned up the power. The issue is not resolved after talking to patient support. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a second letter. When asked what additional actions/interventions (besides changing channels and turning up the device) were taken to resolve the tingling in toes issue and device migration issue, the patient responded that no actions had been taken. The patient was still having problems with bowel leakage. No further patient complications have been reported as a result of this event.